Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prox reaming guide 2307-74-012 stuck in humerus. Holder 2307-74-001 would not remove guide. Doctor did a osteotome which allowed guide to be removed. After osteotome, holder was reattached to guide for removal.